Event description:
Asr revision right hip, asr xl, reason for revision: cup became loose.

Event description:
Left hip. Reason for revision: femoral implant loosening not cup as originally reported.

Manufacturer narrative:
The cup was not loose as originally reported. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.